Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: phone extension (B)(6).

Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site. The reporter stated that the service supervisor was informed that the set was leaking on the upper side of the cassette body, near to the pumping chamber. Thus, the device was replaced. The device had not been used more than once, and the medication is unknown. There was patient involvement; however, no one was reported harmed as a result of this event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. The device history review (DHR) for lot 13518711 was reviewed and no non conformities were found that would have led to the reported complaint.